Manufacturer narrative:
Concomitant medical product: ddbc3d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and possibly no capture. As well, the right atrial (ra) lead had undersensing of p waves. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.